Event description:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported that when the resident was on the trolley the stretcher suddenly tilted. The patient fell on the floor and her head got hurt. She was hospitalized for a five days.